Event description:
The wall stand on this x-ray system was loose. The two mounting bolts that secure the tilt assembly to the column were loose and backing out of their seated position. No person was injured since the wall stand was still being held.

Manufacturer narrative:
(Eval method): the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA. (Eval results): the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA. (Eval conclusions): the investigation is still ongoing on this event. When the investigation is completed a f/u report will be sent to the FDA.